Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer stated insulin pump had motion sensor test failure alarm. Customer was able to successfully clear the alarm and was able to complete pump rewind. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the error test, compromised force sensor system test, excessive no delivery test and occlusion test or test for prime or fill anomaly and a broken force sensor was detected during seating or regular delivery error alarm due to compromised force sensor system alarm. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No unexpected battery power loss anomalies noted.